Event description:
Reporter alleged blood glucose measured 124, 235, & 125 mg/dl when all tests were performed back to back within 5 minutes. Reporter stated customer dosed 5 units of insulin based on the 124 mg/dl reading, however, no other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.